Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. (B)(6) reported fast flow and that the pump infused in 3h30m instead of 5hrs. No adverse event.

Manufacturer narrative:
Method: sample will not be returned for evaluation and investigation. Results: without the actual product, an analysis cannot be conducted. Conclusions: no further information is expected. If additional information pertinent to this event becomes available, I-flow will reopen the case report. No conclusion can be drawn. A root cause cannot be determined without the actual product. I-flow provides a caution on it's dfu for (easypump st) which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump st is designed to be used at room temperature (20 degrees c/68 degrees f). If the easypump st or it's tubing is at 25 degrees c/78 degrees f, the flow rate will increase approximately 14% above it's nominal rate; at 15 degrees c/60 degrees f, the flow rate will decrease approximately 12% below it's nominal rate. The easypump st should be filled a minimum of 4 hours prior to administration to infuse at the labeled flow rate.